Manufacturer narrative:
(B)(6).

Event description:
The customer received questionable results for seven patient samples from cobas 6000 c (501) module. The samples were repeated on another cobas 6000 c (501) module. The discrepant results are highlighted. The repeat results were believed to be correct. There was no adverse event. The field service representative replaced a damaged vacuum bottle on the vacuum system. Reagent lot numbers and expiration dates: calcium=33767201, 31-jul-2019; potassium=p92, 06-apr-2019; creatinine= 34077501, 29-feb-2020; sodium=h67, 31-mar-2019; chloride=x65, 18-mar-2019; alt= 33679401, 31-jul-2019; total protein= 33597201, 31-jul-2019; hdl= 26549701, 30-jun-2019; alp=32187401, 30-nov-2018.

Manufacturer narrative:
The investigation determined that the issue found by the field service engineer was the root cause of the event.